Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator sn (B)(4) was received for evaluation. Ac power was applied to the generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected. Based on the information provided to abbott and the investigation performed, the cause of the reported burn was unable to be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2182269-2019-00163. During an rf lumbar left side unilateral ablation procedure, a patient burn occurred. A grounding pad burn occurred on the right side of the back. The grounding pad was not overlapping with any other patches and there were no wrinkles. The skin was not prepped and the patient was not hairy or diaphoretic. The burn was located on the right side of the back. Neosporin and tagaderm were administered to treat the patient, and the patient was stable.